Manufacturer narrative:
A steris service technician inspected the sterilizer and found a damaged sight glass and loosened sight glass fittings, which caused the leak. The technician replaced the sight glass, tightened the fittings, ran test cycles, confirmed the sterilizer was operational and returned it to service.

Event description:
The user facility reported an employee walked into the sub-sterile room, slipped and fell in water. Facility personnel observed water on the floor in front of the sterilizer. Facility personnel placed sheets and blankets on the floor to absorb the water. The employee was taken to the emergency room for evaluation and diagnosed with a shoulder injury. She was prescribed pain medication and two weeks of physical therapy; upon completion of therapy she returned to work.